Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 8.5 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected critical pump error noted during testing. The insulin pump passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Device failed sleep current measurement, active current measurement and failed self-test alarming insulin pump error due to moisture damage on electronics assembly. Device received with moisture damaged noted on motor, vibrator motor and battery tube assembly. Device received with scratched case, fading serial number label and damage keypad overlay texture.